Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and non-malignant pain. It was reported that the patient has pain and indicated that the pain had not improved greater than 50% since being implanted. In 2018, the patient fell, and he thinks that the battery may have moved. Additionally, the patient noted that he ¿keeps turning it up¿ and charges twice a week. The patient noted that when he used to charge the implantable neurostimulator, it would go down at least halfway, but now it only goes down to ¼. It only takes 45 minutes to charge. It was noted that the patient had not made any stimulation adjustment nor had any reprogramming sessions done. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that steps taken to resolve the scs not providing appropriate pain relief was that the settings were readjusted. No steps were taken to resolve the ins having moved due to the fall issue. After meeting with the hcp, it was not determined if the battery was depleting at the rate anticipated by patient's settings. Patient provided their weight information. No further complications were reported/anticipated.